Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b3 and b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the issue occurred during a diagnostic fine needle aspiration puncture procedure. The procedure was delayed to replace the device in order to complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the forceps mouth, however, the specific material could not be identified and the cause could not be specified. There were no reported deviations from the instructions for use (IFU) regarding reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the forceps adjustment of the evis lucera ultrasound gastrovideoscope was malfunctioning. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the distal end had foreign material and the instrument channel had foreign material coming out. The report is being submitted due to the foreign material in the instrument channel and distal end found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the water tightness was lost due to damage on the acoustic lens, the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was cracked and detached, the switch #3 was cut, the acoustic lens was chipped, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.